Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and no delivery test. No excessive no delivery alarm was noted. The insulin pump alarmed for a reset error after the battery change due to a broken solder joint on the interface circuit board. The insulin pump had normal operating currents and no unexpected off no power alarm or low battery alarm was noted. The insulin pump had minor scratches on the display window, broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.